Event description:
It was reported that the catheter was inserted into the patient in the pediatric intensive care unit without difficulty. The catheter migrated out of the box clamp, which was sutured into place, and at that time there was infiltration of fluids into the right chest area.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.